Manufacturer narrative:
H10: linked as a duplicate to MDR 2124215-2025-71040.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted. The patient was discharged on aspirin (asa) 81mg. On the routine 45-day follow up computed tomography angiography (cta) scan, imaging showed a large mass consistent with a thrombus on the closure device. The patient was put back on eliquis twice a day and additional follow-up imaging is planned. It was further reported that the patient had a follow up computed tomography angiography (cta) on (B)(6) 2025 and imaging revealed that the thrombus was still present on the closure device but is smaller in size.

Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted. The patient was discharged on aspirin (asa) 81mg. On the routine 45-day follow up computed tomography angiography (cta) scan, imaging showed a large mass consistent with a thrombus on the closure device. The patient was put back on eliquis twice a day and additional follow-up imaging is planned.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H10: linked as a duplicate to MDR 2124215-2025-71040.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted. The patient was discharged on aspirin (asa) 81mg. On the routine 45-day follow up computed tomography angiography (cta) scan, imaging showed a large mass consistent with a thrombus on the closure device. The patient was put back on eliquis twice a day and additional follow-up imaging is planned. It was further reported that the patient had a follow up computed tomography angiography (cta) on (B)(6) 2025 and imaging revealed that the thrombus was still present on the closure device but is smaller in size. It was further reported that the patient had a follow up cta on 16-jan-2026 and the clot is still present.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted. The patient was discharged on aspirin (asa) 81mg. On the routine 45-day follow up computed tomography angiography (cta) scan, imaging showed a large mass consistent with a thrombus on the closure device. The patient was put back on eliquis twice a day and additional follow-up imaging is planned. It was further reported that the patient had a follow up computed tomography angiography (cta) on (B)(6) 2025 and imaging revealed that the thrombus was still present on the closure device but is smaller in size.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code added.